Manufacturer narrative:
(B)(4). The patient was not recovered from the previously reported peritonitis event (previously the outcome was reported as recovering), was reported to not be doing well, and the peritoneal effluent fluid remained cloudy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection 1 gram every seventy-two hours (route and duration not reported) and amikacin injection 250 milligrams immediately intraperitoneally and then 125 milligrams once a day intraperitoneally (duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.